Manufacturer narrative:
Evaluation summary: the product was returned for analysis, haptic and optic damage was observed. Solution with a small amount of blood was observed on the returned product. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution with small amount of blood, the damage is potentially related to customer handling. There have been no other complaint reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionaire was not received. (B)(4).

Event description:
A purchasing agent reported that following an intraocular lens (iol) implant procedure, the iol dislocated due to a faulty haptic. The lens was exchanged. Additional information was requested.